Manufacturer narrative:
Concomitant medical products: 1246t lead, implanted (B)(6) 1997; 1188t lead, implanted (B)(6) 1997. Product event summary: the proximal portion of the lead was returned and analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
The left ventricular (lv) lead was returned to the manufacturer with no information and subsequently tested out of specification during manufacturer's analysis. Follow up yielded no further information. No patient complications have been reported as a result of this event.